Event description:
One sample of ivenix administration set was returned for evaluation. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. The secondary bolus prime process passed successfully. Under the microscope, no defects were observed at the administration cassette. An underwater leak test was performed to verify the liquid and air side areas of cassette, and no bubbles were observed coming from the unit. The customer complaint is not confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect (leak-cassette). No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25f23067 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "per nursing report, ocrevus was infusing and approximately halfway into the infusion, it was noted that the cassette started leaking medication. Sample available. Patient harm: no. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.